Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported this radial arterial catheter was being used in a patient. During removal of the catheter they found a piece was missing. No x-rays were taken, and the piece was left in the patient. There was no delay in treatment and no patient death or complications reported. No additional information is available.